Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with a frozen display due to a faulty interface board. Unable to verify any button keypad anomaly due to the frozen display. A cracked reservoir tube lip and scratched lcd window also noted.

Event description:
Customer reported that he dropped his insulin pump. Customer stated that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.